Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir doesn¿t lock in place. The customer¿s blood glucose level was 201 mg/dl. The customer reported that insulin pump received no delivery alarm. Troubleshooting was performed for no delivery alarm. After the troubleshooting insulin pump was working as designed. The customer reported that reservoir did not lock in place. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No excessive no delivery alarm noted during the testing. The test reservoir does lock properly inside the reservoir tube.